Manufacturer narrative:
No patient information as no patient was involved. On 02/23/2017: new system cover was sent to the site and installed on the system by a medtronic field service engineer. System performed properly during testing. 3d spins were taken without issue. No fault found. System is fully functional.

Event description:
A hospital reported that the o-arm system was making a strange noise and would not complete a spin. It sounded like there was debris in the gantry which came off when the site damaged the system cover. No patient present.